Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that power button and ac light on keypad unresponsive; front case w/keypad replaced. A review of the device history record showed the device had a manufacture date of (B)(6) 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported the device won't turn on/off. There was no patient involvement.